Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler with cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and the use of the cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency or cycler set defect reported for this event. Although it is questionable if the patient had peritonitis, it was presumed he did and he was treated for it. All dialysis patients are at increased risk of infection due to compromised immune systems and because dialysis techniques increase the potential for microbial contamination. Based on the available information and no allegation of a malfunction, deficiency or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had peritonitis. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) stated the patient brought a 24-hour effluent collection into the pd clinic as scheduled. Upon delivery of the sample it was noted to be cloudy. The patient did not have any reported symptoms. The patient was initiated on intraperitoneal (ip) antibiotics with ceftazidime and vancomycin (dose, frequency, and duration unknown). The pd effluent culture was negative for growth, and the white cell count (value not provided) was below the threshold for the pd clinic peritonitis diagnosis. The pdrn stated it was questionable if the patient had peritonitis based on the white cell count, pd effluent culture and no patient symptoms, however, the patient continued to be treated for peritonitis. The patient had a recent repeat culture and fungal check taken for which the results have not been received. If the growth is negative, then the antibiotics will be discontinued. The patient did not report any cassette leak or other issue with the liberty select cycler or cycler set prior to this event. The patient also does not recall any breach in aseptic technique. The patient did not require hospitalization. The patient continues to complete pd therapy utilizing the liberty select cycler without issue.